Event description:
It was reported that insulin gauge displayed amount different than expected during a previous day, with pump showing a much lower fill estimate than caller expected for nearly full syringe. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by loading new cartridge, declined email resources for cartridge loading, and technical support advised customer to call back for troubleshooting if issue occurred again, which caller acknowledged.